Event description:
It was reported that there was a problem with the connector port on the monitor. The gvl cables did not stay connected to the monitor. The customer tested multiple gvl blades to confirm the issue was with the port on the monitor and not the cable connector. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The service rep replaced a faulty back shell/input connector assembly because the baton would not lock in place. Additionally, the device failed a leak test. The service rep built a new front cover assembly and glued in a new window, a new on off switch, and a new dc jack assembly. He transferred the power pcba and lcd to a new front cover assembly. The system operates as intended.